Event description:
On (B)(6) 2026, the clinical site requested patient sensor recalibration due to suspected discrepancies between pulmonary artery pressure (pap) readings and the patients' signs and symptoms. On (B)(6) 2026, endotronix r&d reviewed the patient data and concluded that patient compliance was insufficient to establish new trends, noting the last observed drift delta occurred in (B)(6) 2025. The mycordella support team contacted the patient, who reported no device issues but acknowledged occasional missed readings; the patient was advised on use of reminder features to improve compliance. On (B)(6) 2026, sensor recalibration was completed. Follow-up on (B)(6) 2026 confirmed the recalibration results were within acceptable limits of agreement.

Manufacturer narrative:
The manufacturer's investigation is ongoing. Additional information will be submitted via follow-up report within 30 days of receipt.